Event description:
It was reported ¿that during a case, a wire from the emg tube broke loose and went through the cuff. This caused the cuff to deflate. The patient was extubated and re-intubated with a new tube and there were no further issues. The case was completed and there was no patient impact.¿

Manufacturer narrative:
(B)(4). Product evaluation: the qe performed an evaluation of the device: one of the four electrode wires was found poking through the cuff assembly. The electrode wire was severely bent at its distal end which indicated customer manipulation / excessive handling / use of the device. The cuff was removed to closely observe the wire lumen. It was found that the electrode wire had torn through the wire lumen and was severely bent and orienting upwards. No other damage was noticed on the working length of the tube or the electrodes. The instructions for use (IFU) states the following precaution on excessive handling/bending of the device: - there is a greater risk of damaging the tube under extreme operating conditions, such as excessive bending, prolonged procedures, and repeated manipulation. Results: stress problem. (B)(4).